Event description:
Additional information was received from the patient. They reported that their charger would not charge. It had never done that before and they didn't know what to do. When the patient called in they learned how to charge it. This has happened twice now. Their charger was reading low while it was hooked up to them and they thought that wasn't right. They didn't understand a low charger charging a low battery.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). I the reason for call was that about a week ago they turned the stimulation off at night because they couldn't sleep with the stimulation on. Patient said that they laid the controller back down and the next morning they got up and the stimulation was still on and the controller said that the implanted neurostimulator battery was low at 30% and that the controller was already plugged into the power supply but the controller wouldn't charge at all. Pt said that they tried another outlet to charge the controller from, however the controller still wouldn't charge. Pt confirmed that the ac power supply green light was on. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light solid green. Agent had the pt unlock the controller; pt saw battery low recharge your implanted device soon. Agent had the pt open the batteries screen; the controller was at 100% and the ins was in the yellow. Agent reviewed with the pt that the controller was already fully charged so they needed to recharge their ins. Pt said that they thought that the controller was saying that the controller battery was low. Pt was confused and didn't understand the difference between the controller battery and ins battery and the process of recharging the controller and ins. Pt's husband said in the background that he understood and would explain it all to the pt after the call. Agent had the pt initiate an ins recharging session; pt saw recharging excellent with the controller light flashing green. Agent reviewed best recharging practices with the pt. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745nt (serial: (B)(6)); product type: implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.